Manufacturer narrative:
Voluntary malfunction summary report; internal reference number (B)(4) the investigation of the product problems summarized in this report (n=341) did not conclude any unacceptable product problems with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the events confirmed that the failure rates are in accordance with acceptance criteria based on scientific literature. No remedial action was therefore necessary.

Event description:
This report summarizes <noe> 341 <noe> malfunction events. It includes known events such as a malposition or fracture of the dental implant during insertion. The age range of included events is: 19 to 90 years (average: 56 years). The gender breakdown is: 121 male, 103 female and 117 unknown.